Event description:
A carefusion sales consultant was observing blood draws with mbc6000 when one of the devices broke at where the luer attaches to the vacutainer holder housing. This part is referred to as the "holder". She took a picture. The nurse connected this piece to a clave needleless device and used it to draw blood via the mbc6000 and vacuum blood tube. The nurse using the device said any pressure put on the holder (luer connection/vacutainer housing area) caused the joint to just snap and come apart. The sales rep observed the nurse holding the mbc6000 at a slight angle when drawing, tilting it to the side in order to observe the blood filling the tube. The nurse held the two pieces together in order to complete the draw after the "snap" occurred. The pt had a central line for IV access. There was no report of pt harm. Medical intervention was not required. The customer stated the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval has been completed.